Manufacturer narrative:
The calibration signals were lower than typical, but the qc was within specification. The field service engineer changed the measuring cell, sippers, and the sipper's tubes. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for one patient sample tested for elecsys hcg+ss on a cobas 6000 e 601 module. On (B)(6) 2022, the patient's initial hcg+ss result was 62.1 iu/l. On (B)(6) 2022, the patient's repeated hcg+ss result was 3489 iu/l. This result was deemed correct. On (B)(6) 2022 the initial result from the new sample was 2836 iu/l. The hcg + b reagent lot number was 61488801 with an expiration date of 31-aug-2023.

Manufacturer narrative:
The investigation is ongoing.